Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 504 mg/dl. The customer was light headed and had aching muscles and joints. The customer treated with manual injections. The drive support cap appeared normal. Tiny air bubbles were noted in the tubing and the customer was assisted in priming them out. Insulin exited with a manual prime and no leaks were observed. The insertion site was not sore or irritated. The basal rates and bolus wizard settings were programmed accurately and the time and date were correct. The bolus history displayed all entries based on the customer's recollection. The customer declined the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.